Event description:
It was reported that "on (B)(6) 2026, it was found that the needle separated from the hub. The catheter was promptly removed and replaced with a new one". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)